Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to dispatch of the sam 300p on the 19th july 2010. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010. Multiple manual power ups of ten minutes duration were observed in the device memory, between the 9th july 2016 and the 30th july 2017. The investigation found the reported problem attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.